Manufacturer narrative:
This was initially reported on the summary report dated (B)(6), 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(6), 2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced severe atrophy, leaking, difficulty emptying the bladder, some fecal incontinence, mixed and urge incontinence, scarring and bilateral pelvic pain that radiates to the back. Additionally, the plaintiff allegedly experienced erosion, extrusion, fistulae, recurrence, bleeding, infection, urinary problems, bowel problems, dyspareunia and other unspecified injury. Furthermore, it was reported that the plaintiff died. The cause of death was reported as myocardial infarction. Related to manufacturer report #: 2183959-2014-31855.